Event description:
A bayer representative reported the following: a 56-year old male patient with accelerated hypertension was undergoing coronary angiography while connected to a medrad® avanta fluid management system. The customer described the following in a completed questionnaire, "small injection was made to test catheter placement in lad, and multiple air bubbles were seen on fluoroscopy". The patient suffered a pulseless electrical activity (pea) arrest. Two rounds of cardiopulmonary resuscitation (CPR) were performed with return of spontaneous circulation (rosc). The patient is reported to be hemodynamically stable with no deficits. Note: on july 14, 2022, we received a copy of medwatch (mw5110636).

Manufacturer narrative:
A system service check of the medrad® avanta fluid management system (B)(4), was performed by bayer service on june 28, 2022. Visual inspection of the equipment found multiple components (drip chambers, air detector doors, saline pump ship kit) that needed to be replaced. A review of service history found that the medrad® avanta fluid management system had no preventive maintenance activities performed by bayer for seven years. After the components were replaced, the system was returned to normal operation. Bayer has recommended that the customer schedule a pm/calibration for the unit. The customer discarded the subject disposables at the time of the incident; however, they were able to provide a lot number for the multi-patient disposable set (mpat) and the single-patient disposable set (spat). Functional testing of a retained mpat syringe, lot number 8419529, mpat tubing, lot number 213002, and a retained spat, lot number 214003, concluded that the disposables performed to specification with no problems observed. The medrad® avanta fluid management system operation manual instructs the user as follows: "warning: expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient." "Caution: system malfunction may be caused by failure to perform regular maintenance. Regular preventive maintenance is recommended to ensure that the system stays calibrated and functions properly." Fluid control module: inspect the housing for any damage or cracks that could allow fluid to leak inside or weaken the structural integrity of the unit. Inspect components associated with the unit (includes the IV pose, gross air detector, fluid level sensors, cfcv and peristaltic pump): look for cracks, worn spots or other obvious damage. Inspect any accessories connected to the unit (this could include the bottle heat maintainer - option, hand controller, and/or footswitch - option). Look for cuts, cracks, worn spots or other obvious damage. Ensure that all connectors are properly seated. The offer of additional clinical applications training was accepted by the customer and has been scheduled. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.